Event description:
The patient reported that the device was loose and leaking and that the cannula did not adhere to the site upon insertion. The operator of the device was lay user/patient. The event occurred during patient use. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.